Event description:
It was reported that a home patient (hp) experienced a breach in aseptic technique during initial drain of peritoneal dialysis therapy. The hp stated that when they went to connect themselves, they touched the end of the patient line with their finger, compromising the setup. The technical service representative (tsr) assisted the hp in closing all the clamps, power cycling the homechoice, and removing the cassette. The tsr advised the hp to start therapy over new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where a home patient experienced a breach in aseptic technique during initial drain of peritoneal dialysis therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.